Event description:
As presented at the multidisciplinary european endovascular therapy congress (meet); june 09-11, 2013; rome, italy. Decoster e, van herzeele I, moreels n, vermassen f. "Treatment of enlarging aneurysms post-evar without clamping of the aorta." Three cases of aneurysmal sac growth post-bifurcated evar (exclude, w.l. Gore 2005 and 2009 zenith, cook, 2000) have been treated in the last year. Completion angiogram and postoperative cta noted type ii endoleaks that were initially regarded as 'benign'. The last patient (excluder 2005) presented with an aneurys-mal sac dilatation of 107 mm with high flow type ii endoleaks 7 years post-evar. After incising the aneurysmal sac, massive bleeding from lumbar branches and ima occurred and was resolved by placing sutures and a plicature of the aneu-rysmal sac. Banding of the proximal neck was also perfor-med although no type I endoleak was shown.